Manufacturer narrative:
The micro vascular plug (mvp) will not be returned for evaluation as it was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that microvascular plug (mvp) was migrated after detachment. Mvp migrated through flow pressure from the blood vessel and lack of radial force. It was reported the mvp was deployed into the coeliac trunk and then migrated to the splenic artery. The patient had splenic artery occlusion complication due to device component. Mvp device was deployed while unsheathed from the catheter and it was allow to sit in the vessel approx. 2 mins. No attempt was made to retrieve the mvp, mvp slowly migrated along length of vessel. Non-medtronic plug was used in coeliac and procedure was completed.